Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained through the brachial artery. The physician was treating a 90% stenosed lesion located in the calcified cephalic vein. This 5.0 x 40/40 (4f) sterling balloon catheter was used to treat the lesion. The balloon ruptured on the second inflation at 6atms within 10 seconds of being inflated. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).